Manufacturer narrative:
Additional information: imdrf annex a, c and d codes.

Event description:
It was reported that the pc units were "faulty" and was brought to the facility's biomed. Upon inspection, it was found that the (iui) connectors on "both the pcus have evidence of ingress on the connectors." There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc units were "faulty" and was brought to the facility's biomed. Upon inspection, it was found that the (iui) connectors on "both the pcus have evidence of ingress on the connectors." There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of ¿faulty iui connectors on the pcu, fluid ingress¿ was not completely confirmed. A channel disconnect alarm event was able to be replicated on one of the two received pcu devices, but the system error code 800.8000.0 that was identified in the error log was not able to be replicated during investigation. Inspection of the suspected pcu (s/n: (B)(6) found the left (female) inter unit interface (iui) to have corroded pins. The right (male) inter unit interface (iui) was observed to have corroded pins and damaged ribs. Left iui was observed with a date code of 09-14 (on (B)(6) 2014) and right iui was observed with a date code of 09-14 (on (B)(6) 2014), making them 10 years old. Inspection of the suspected pcu (s/n: (B)(6) found the left (female) inter unit interface (iui) to have corroded pins. Left iui was observed with a date code of 01-15 (on (B)(6) 2015) making it almost 10 years old. Iui failure testing was able to replicate a channel disconnect issue on pcu (s/n: (B)(6). The female iui on the pcu was removed, a new dchu test iui was temporarily installed for testing purposes only, and testing was performed again; no channel disconnects occurred with new iui installed. For pcu (s/n: (B)(6) no channel disconnect was able to be replicated. A review of the suspect pcu error log showed an error code 800.8000.0 was recorded on (B)(6) 2024 at 03:46 am for pcu (s/n: (B)(6) and on (B)(6) 2024 at 04:48 pm. The testing and inspection process found no existing malfunctions for system error code 800.8000.0. The system event and error logs were provided to bd software engineering for further analysis to determine the possible source of the 800.8000.0 (general os failure) error. It was identified by software engineering various network disconnect / reconnect events in the logs. This is an indication that the hospital network was in an anomalous condition, causing these frequent disconnects. A misconfigured radius authentication on the hospital access point may lead to a system error. The issue is caused by a memory leak. Once the network is misconfigured, the pcu repeatedly attempts to re-authenticate, allocating memory blocks that are inadvertently never released. Over time, this builds up a memory shortage on the pcu eventually, the pcu runs out of memory and triggers the system error. Bd alaris system iui inspection tip sheet recommends inspecting inter-unit interface (iui) connectors on each alaris pc unit and on each module prior to every use. If any surface contaminants, or blue or green deposits are visible, this means the connector requires replacement. Bd alaris user manual (v12.1.1) warns to not allow the cleaning solution to contact the iui connector when cleaning the instrument. According to bd technical service manual, the bd alaris system has been tested for a seven (7) year serviceable life. Some components experience wear and are expected to need periodic attention and replacement within that serviceable life, such as iui connectors. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation. The iui¿s need replacing; however, dchu will not cover the cost of replacement. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of ¿faulty iui connectors on the pcu, fluid ingress¿ was determined to be due to inter unit interface (iui) connectors that were approximately 10 years old and were beyond their useful life. The probable cause for the error code 800.8000.0 found recorded, but was not reported by the facility, is suspected to be due to a misconfigured radius authentication on the hospital access point leading to a system error. Note that imdrf annex a0401, c07, d15 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pc units were "faulty" and was brought to the facilities biomed. Upon inspection, it was found that the (iui) connectors on "both the pcus have evidence of ingress on the connectors." There was patient involvement and no harm.